Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Lab report confirming the presence of mycobacterium chimaera was received. Through follow-up communication livanova (B)(4) learned that the device was partially cleaned regularly per the IFU, the device is placed inside the operation theatre with an estimated distance between the surgery field and device of 2 meters. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater cooler 3t is contaminated with mycobacterium chimaera. There is no known patient involvement.